Event description:
The angioguard with a 5mm basket could not cross the tight, mildly calcified, 14mm, 85% stenotic lesion and failure analysis revealed that the filter basket membrane was found detached from the filter strut wires. The carotid artery was 5mm in diameter and tortous. There were no adverse events reported and the procedure was completed with another company's product. The device was returned for analysis and it was discovered that the filter basket was found to be wrongly docked, and after it was retrieved from the deployment sheath, the membrane was found to be damaged. When observed under the microscope, the filter basket membrane was found detached from the filter strut wires. It was reported that the physician had not checked the condition of the device after it was removed from the packaging and used additional force to dock the device. The device kinking occured during repacking of the device for shipping.

Manufacturer narrative:
This complaint was initially reported as a failure to cross. The complaint was considered to be MDR reportable based on additional information received via failure analysis on 3/5/2010. The angioguard with a 5mm basket could not cross the tight, mildly calcified, tortuous, 85% stenotic lesion. There were no adverse events reported and the procedure was completed with another company's product. The device was returned for analysis and it was discovered that the filter basket was found to be wrongly docked, and the membrane was found to be damaged. When observed under the microscope, the filter basket membrane was found detached from the filter strut wires. It was reported that the physician had not checked the condition of the device after it was removed from the packaging and used additional force to dock the device. There was no reported patient injury. The exact cause of the filter basket damage that was found on the returned unit could not be determined. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. One non-sterile angioguard rx was received coiled in a plastic bag. The received components were the wire system, deployment sheath and the torque device. The torque device was found tightened on the proximal end of the wire. The filter basket was found docked; however, it was wrongly docked because the filter basket was bulky and after it was retrieved from the deployment sheath, the membrane was found to be damaged. The guide wire was kinked and the distal coil was bent. When observed under microscope, the filter basket membrane was found detached from the filter strut wires. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported as ¿delivery system failure to cross¿ could not be evaluated; however, the filter basket membrane was found damaged as if wrongly docked, which may be a cause for the failure experienced during intervention of the patient. Perhaps the vessel characteristics could also have contributed to the reported failure (tortuous, tight, mildly calcified, 85% stenotic lesion), and the fact that the lesion was not pre-dilated, according to the complaint file information. Also, no damages were reported to have been found on the product neither when it was removed from its package nor during prep. At this time assignment of root cause for this complaint is speculative, and based on the information provided in the complaint documentation and the evidence presented by the specimen device; procedural factors appear to have contributed to the reported failures. In addition, neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure; therefore, no corrective action will be taken at this time.